Manufacturer narrative:
The product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for the test strips and no deviations, non-conformances, or reworks were observed. At this time, lifescan considers this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time. The patient could not recall any blood glucose readings taken in (B)(6). She claimed on (B)(6) 2011 at an unknown time, she was experiencing symptoms of "shaking" and then passed out. She stated she did not get a chance to check her blood glucose while she was symptomatic, but had tested and eaten prior to the symptoms. She could not recall what time of day it occurred and what her blood glucose reading was prior to her symptoms. She advised the mss that she tests her blood glucose 4x daily and her normal values run in the low 100's, and manages her diabetes with novolog insulin 2x daily and lantus insulin at bedtime. She denied making any changes to her usual diabetes management routine in response to the alleged issue. She stated her grandson called the paramedics and when they arrived (time unknown) they tested her with their meter and reported that her blood glucose was at "20mg/dl." She was reportedly treated with a glucagon shot and when she regained consciousness she was also given some fruit juice. She stated her blood glucose gradually started to increase and the paramedics left shortly afterwards. The patient also claimed that on (B)(6) 2011, she compared her meter reading to a hospital meter while she was in the hospital for a non diabetes related injury. At approximately 4:15pm, she was tested with a hospital meter (brand unknown) and observed a reading of "160 mg/dl" and tested using the subject meter at approximately 6:30pm (almost 2 hours later) and observed a reading of "206mg/dl." She denied receiving any treatment at the hospital for her diabetes. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The test strips were unexpired and the samples were taken from the same approved site. Replacement products were sent to the patient. Although the patient could not recall any result(s) obtained on the subject meter prior to developing symptoms, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.